Event description:
The dentist reported that this implant placed in tooth site #3 did not integrate when the patient presented with infection.

Manufacturer narrative:
During the complaint investigator's inspection, blood residues were seen on the external surface of the implant. No anomalies or defects were observed on the returned product. The device history record review was completed and no non conformance/CAPA or rework activities were found for this lot that would cause or contribute to the condition reported. No non-conformity related to this issue was found. All manufacturing processes were executed according to the parameters established on the current procedures and all inspections performed were inside specification limits. Irradiation certificate has been reviewed and no non-conformities were found. Irradiation was performed inside specification parameters. No deviations were identified through the investigation performed that may have contributed with the event. (B)(4).